Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the evaluation of the device did observe the customer's concern regarding failed defib/pacer self-test, but the problem was not verified during internal inspection. As a result, the defib flex cable was replaced to reduce the probability of reoccurrence. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.